Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed and a ¿motor not running¿ error was identified. A review of the 12-month service history revealed no additional records during that period.the device underwent visual and functional inspection, which identified chipped corners on the top case, a cracked plunger casing, and a failed motor test due to the ¿motor not running¿ error. The complaint reported by the customer was confirmed. The probable cause was determined to be normal material characteristics associated with routine use.additional findings from the inspection included worn drivetrain components and cracking of the force sensor cable. The probable cause for these issues was attributed to normal usage and a force sensor fault. The force sensor issue was addressed by replacing the sensor.following repairs and calibration, the device functionality was verified by successfully completing power-up, plunger travel, occlusion, and flow accuracy testing.

Event description:
Cracks were identified in the pump casing and housing during routine preventive maintenance. During the investigation, a ¿motor not running¿ error was observed in the ehl system and there is a issue with force sensor for which it is replaced, making the event reportable. No patient involvement or adverse events were reported.